Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in canada who was receiving lioresal 500 mcg/mlat an unknown dose via an implantable pump. The lot number was not provided. The indication for use was not provided. It was reported that about a month to maybe 6 weeks ago, the patient had "instrumentation surgery" unrelated to the device therapy where the catheter was "d/c'd"/disconnected (for the surgery). However, a hole was then noticed in the catheter so it was revised with a revision kit. The hcp did not know what type of kit it was revised with. They did utilize 2 connector pins 4 cm apart and confirmed catheter patency at the revision. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.